Manufacturer narrative:
H6: updated investigation findings and conclusions codes. H6: code 22 - the gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study gso 18-01: it was reported the physician implanted a 30mm gore® cardioform occluder on (B)(6) 2021. On (B)(6) 2021 the patient presented with atrial flutter with rapid ventricular response. The patient was given atenolol 12.5mg daily, placed on a heparin drip, and given his aspirin and plavix on (B)(6) 2021.